Manufacturer narrative:
Batteries were discarded by user before request could be made to return to manufacturer for analysis. Batteries installed in the device during the event were shipped to the hospital on (B)(6) 2015. User was unable to produce documentation for latest battery recalibration.

Event description:
User reported the device was accidently removed ac power, followed by a loss of battery power before shutting down without producing low battery alarms. The patient was manually ventilated while a different device was setup for use. No patient harm was reported.